Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set had become disconnected from the plastic catheter adapter (non¿baxter product). This occurred during peritoneal dialysis therapy. The nurse reported that they use alcavis instead of the recommended povidone iodine 10% when performing transfer set changes. The patient was treated with prophylactic antibiotics due to potential contamination from the transfer set falling off. Baxter medical information (mi) explained that other pd catheter adapters are not validated with the baxter peritoneal dialysis transfer sets. Mi also explained the product's intended use and the label of instructions to follow during transfer set change. Baxter mi explained that the minicap transfer set product information identifies the use of povidone-iodine 10% for a transfer set change. Mi would also provide copies of the current product information for the transfer set and titanium adapter through email. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.